Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has rec'd to date. It is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: as a result of having the bard ventralex hernia patch implanted, the pt suffered disabling pain and required surgical intervention. The pt has suffered and will continue to suffer injury, disability.